Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed one day prior. According to the complainant, the prolieve system's water level appeared to "drop" approx twenty mins into the previous case. Treatment was restarted after a system re-boot, resulting in another "too low water level" message after ten minutes. There is no pt or procedure outcome information available. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, eval of the returned device, which was completed five months later, revealed an MDR-reportable malfunction. This manufacturer report is submitted based on the eval results.

Manufacturer narrative:
The serial number provided by the end-user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. During testing of the return prolieve thermodilatation system, the physitemp and thermoelectric modules were found to be out of tolerance and were replaced.